Manufacturer narrative:
The field service representative (fsr) inspected the instrument performed trouble shooting procedures, and although a definitive cause for the issue was not identified, the architect i1000sr serial number (B)(6), was considered the likely cause for the issue. However, sample integrity could not be ruled out. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for i1sr61589. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr for serial (B)(6), was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient sample. The following data was provided (customer¿s reference range 0.00-0.03 ng/ml is normal; >/=0.04 ng/ml is critical): sample ID (B)(6) initial result = 0.100 ng/ml, repeat result = 0.000 ng/ml. Same patient, new sample: sample ID (B)(6) result = 0.00 ng/ml. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient sample. The following data was provided (customer¿s reference range 0.00-0.03 ng/ml is normal; >/=0.04 ng/ml is critical): sample ID (B)(6). Initial result = 0.100 ng/ml, repeat result = 0.000 ng/ml. Same patient, new sample: sample ID (B)(6). Result = 0.00 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.